Event description:
It was reported that therapy was ok, but one of the lead was pinching the base of the neck in the peripheral nervous system, and the others provided adequate delivery. The patient was scheduled for a replacement consult on (B)(6). Impedances were checked and contacts 2, 7, 8, 11, and 15 were out of range at >10,000. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a replacement would be done. It was unclear what complaint was related to the replacement. Refer to report # 30 04209178-2015-05209 as the replacement may actually be related to the overdischarge/power on reset (por) reported in report # 3004209178-2015-05209, instead of the lead pinching/high impedance that was reported in this event. The case was submitted to insurance for approval. There was no surgery date yet. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction: on the initial report it, the following was reported: ¿...but one of the lead was pinching the base on the neck in the peripheral nervous system, and the others provided adequate delivery.¿ however, the phrasing should read as follows: ¿¿but one of the lead was pinching the base of the neck (pns [peripheral nerve stimulation]), and the others provided adequate delivery.¿

Manufacturer narrative:
Concomitant products: product ID 3887-45, lot # v046221, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3487a-45, lot # v062136, implanted: (B)(6) 2007, product type lead; product ID 3887-45, lot # v046221, implanted: (B)(6) 2007, product type lead; product ID 3487a-45, lot # v062136, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).